Manufacturer narrative:
Conclusion: review of this file indicates that the lens was not implanted in accordance with the dfu requirements. This lens model is indicated for use in adults 21 - 45 years of age. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found haptic broken and there was foreign material on lens surface specified as fibers. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens - -11.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/25.